Event description:
The account reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens was exchanged for a 20.0 d crystalens (note: the original lens implanted was a 20.25 d crystalens). The reason provided for the lens exchange was blurry vision. The lens was exchanged successfully and the patient's prognosis is good. Additional information has been requested from the physician.